Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. The board was put through extensive testing without duplicating the customer's report. The board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant alleged that during subsequent testing, the malfunction was not duplicated.